Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on to the verify screen; the blank screen was not duplicated. The display was found to be dim/discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and reported a blank display screen. The pump reportedly was beeping. The patient reportedly experienced a blood glucose (bg) of 239 mg/dl with increased thirst. The reported bg is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.